Manufacturer narrative:
Initial reporter first name: (B)(6). The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain. The cause of the peritonitis was unknown. It was reported the patient was hospitalized for another indication and the peritonitis event. Treatment for the peritonitis was not reported. The day after hospital admission, the patient experienced cardiorespiratory arrest. The same day the patient passed away. The cause of death was due to cardiorespiratory arrest. It was not reported if an autopsy was performed. The patient was recovering from the peritonitis event at the time of death. It was reported pd therapy was ongoing prior to death; however, it was not reported if the patient was performing therapy at the time of death. No additional information is available.